Event description:
The customer stated that the architect analyzer generated discrepant chloride results from one patient sample. An initial result of 124 meq/l was repeated at 111 meq/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Ict module, bulk solution and cleaning solution. The customer replaced the ict reference solution, the ict sample diluent and flushed the ict cup which resolved the ict calibration issue but did not resolve the problem of poor precision. Sodium control results were low and chloride control results were high. An abbott field service engineer inspected the instrument and replaced the ict module, flushed the bulk solution tubing along with the ict cup and replaced the ict reference and ict cleaning solutions. The fse confirmed the instrument is meeting specification after the service was completed. A complaint search was performed for the time period of (B)(4) 2010 through (B)(4) 2010 with no additional complaints related to this instrument were found. No product deficiency was identified as a result of this evaluation, however, the customer was referred to the system operations manual and the ict package insert where such an issue is discussed along with preventive and corrective actions.